Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event, with a current bg value of 400 mg/dl that persisted for more than four hours. The event involved product(s) mmt-1884, mmt-7040ma, mmt-332a, mmt-397a. The customer has type 1 diabetes and attributed the high bg to the pump being unable to calibrate. Treatment was managed using an insulin pen and insulin pump. The customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time and had a backup plan available. "Smartguard updating" was indicated. Customer alleges pump is under delivering because the bg is getting lower. No further patient complications were reported. Mmt-1884, mmt-7040ma, mmt-332a, mmt-397a product were not expected to return.